Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, conclusion), h11 a getinge field service engineer evaluated the unit and was unable to duplicate the reported condition or identify any helium leakage. The fse educated the customer on alarm response and corrective procedures associated with auto failure, no helium conditions should they occur in the future. Product passed all functional and safety tests per manufacturer specifications. The iabp was returned to the customer for use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: d10. Revert e1 (event site address line 2) section to blank.

Manufacturer narrative:
Due to characterization limit, e1: event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced helium leak during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (medical device problem code).

Event description:
N/a.